Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of 2 months due to unknown reason. The explanted device was replaced with a 25mm 11500a aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. In this case, it was reported that the sutures were anchored to the muscle tissue instead of the annular tissue due to the unusual patient anatomy. The most likely cause is patient factors.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was learned through implant patient registry, investigation and medical records, that a 25mm 11500a inspiris resilia aortic valve was explanted after an implant duration of 2 months due severe pvl secondary to dehiscence. The patient presented with congestive heart failure. The explanted device was replaced with a 25mm 11500a inspiris resilia aortic valve. The patient was in recovery post procedure. Per medical records, patient was brought to hospital with congestive heart failure. Echocardiogram demonstrated severe pvl. Initially, the presumption was that the patient might have subclinical endocarditis or had simply mechanically dehisced the valve. The patient underwent a re-do sternotomy. Intraoperatively, the prosthetic valve looked fine and didn't appear to be infected. The dehiscence was in the region of the right coronary cusp, and it was found that the sutures were used anchoring the valve into the muscle tissue rather than annular tissue. Thats because of unusual patient anatomy in the lvot and aortic root. The previous valve was explanted and a 25mm 11500a inspiris resilia was implanted without complications. Echo showed no pvl and a nicely functioning new bio prosthesis. The patient was transferred to ICU and discharged pod#4.